Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.2, laboratory inr: 2.6. Therapeutic range: 2.3 - 3/7. The time between testing was thirty (30) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: as of 09/10/2015, the product has not returned for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. The root cause is unable to be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required. If the device returns, an evaluation will be performed and a supplemental medwatch form will be submitted.